Event description:
While taking a reading the patient electronics unit sparked and smoke was observed. There was no patient harm. The unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system as well as power accessories were received for evaluation. Visual inspection revealed functional damage to the power supply cable. As received, the unit could not safely be turned on due to the damage to the power supply cable. A test-standard cord was connected to the unit and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was determined to be due to the damage on the power supply cable. MDR-2022-45089 has been opened to report the event on the power supply cable (model number: cm1110). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.